Manufacturer narrative:
The customer collected the accutni samples in 7ml bd serum tubes with a gel separator. Accutni qc has been within the customer established ranges. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. The sample was sent to customer product line support (cpls) for further investigation. Cpls performed interference testing which revealed two kinds of interferences: a heterophile interference and an interference which likely relates to alkaline phosphatase. This interfering compound distinct from heterophile antibodies causes reproducible false positive results. As for heterophile antibodies interference, the results do not correlate with the clinical status of the patient. Customer is not questioning instrument.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erroneous elevated accutni result above the acute myocardial infraction (ami) cut-off for one patient generated by access 2 immunoassay analyzer. The erroneous result was reported out of the laboratory and the patient was admitted to the cardiac care unit for further evaluation. No cardiac abnormality was found. The sample was repeated on the same unit and alternate methodology. The subsequent testing on an alternate methodology produced discordant, lower results within the normal reference range.